Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device chugged and would not cut properly, then it would not turn at all. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) (blade seized/stopped). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.